Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. However, a potential root cause for this failure mode could be user related (example: contact with sharp object/mechanical failure/operator error/thin rubberize layer). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water, or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water."

Event description:
It was reported that when indwelling a urethral catheter in the patient prior to operation, the physician used paroline as lubricant and injected 8 ml of normal saline. Following the procedure, the urethral catheter was found to come off on its own with the edges complete. A check revealed that the patient could urinate on their own and therefore, no more urethral catheter was indwelled.